Event description:
It was reported that when using the bd pyxis¿ medbank tower, system rxverify did not approve the request even after the pharmacy had already approved it. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify did not take action on the request even though it had already been approved by the pharmacy. A technical support specialist (tss) confirmed that the customer refreshed the page and was able to successfully issue the medication. The system functioned as intended after the technical support specialist investigated the issue of the device.